Manufacturer narrative:
H6 - patient and device code have been updated based on reason for surgical intervention being confirmed via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up confirmed the patient's ipg had migrated/flipped in the pocket as a result of the patient losing weight. In turn, the patient began to experience pain at their ipg site. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2020 to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient is scheduled to undergo surgical intervention (in reference to their ipg) on a later date for an unknown issue.